Event description:
Hill-rom received a report from the account stating the scale was reading inaccurate weights. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the bed's scale had been reading inaccurate weights. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed any other preventive maintenance on their beds. The technician calibrated the scale to resolve the issue. Based on this info, no further action is required.